Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: 2010 (B)(6); product ID 4076 implanted 2013 (B)(6); product ID 4968 implanted 2013 (B)(6). (B)(6).

Event description:
It was reported that there was an atrial lead warning due to low impedance. It was also noted that there was possible over and under sensing on the atrial lead that was not suspected to be related to blanking. The patient was not reported as symptomatic but was reported as having heart rates in the 40's. No changes have been made at this time to the lead and the atrial lead remains in use. No further patient complications have been reported as a result of this event.